Event description:
The customer reported no display on the device.

Manufacturer narrative:
The customer reported no display on the device. The unit was evaluated at philips, and the symptom was verified. Replacement of both the keyscan and the control pca was required to resolve the issue. This is consistent with a malfunction of the keyscan pca where the capacitor shorted, blowing the display fuse on the control pca.